Event description:
It was reported that the patient had a history of the lead wires that fell off her neck and the patient had to be ¿reconfigured¿ 3 years prior. The patient was doing very well at the time of the report.

Manufacturer narrative:
Concomitant products product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2011, product type: extension. Product ID: 3587a, lot# l69135, implanted: (B)(6) 1999, product type: lead. Product ID: 3888-28, lot# l42875, implanted: (B)(6) 1997, explanted: (B)(6) 2011, product type: lead. (B)(4).